Event description:
It was reported that during testing conducted at the healthcare facility, the safety switch on the maestro dril with handswitch was not working correctly. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure. It was reported that during testing conducted at the manufacturer facility, the lever assembly was broken off the maestro drill with handswitch. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.